Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited out of range pacing impedance measurements. The physician opted to implant a single chamber pacemaker on the left side and electrically abandoned the pacing system on the right side. This pacemaker and leads remain implanted, but programmed off. No additional adverse patient effects were reported.